Event description:
The customer stated that: "there was an artifact (very thin, short vertical line) on the wall detector in the same place." He was concerned that this could potentially lead to a misdiagnosis. No patient was injured.

Manufacturer narrative:
The investigation is currently ongoing and conclusions will be sent in a follow up report to the FDA. (B)(4).